Event description:
The biomedical engineer (bme) reported that there was intermittent communication loss on the central nurse's station (cns) monitoring telemetry transmitters. The telemetry transmitters work and only show communication loss in certain areas. These transmitters associate with the server and from the server are able to be registered on the cns. These symptoms points towards an infrastructure problem. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitters were in intermittent comm loss at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the customer stated that the gz telemetry device was tested in another department, with no comm loss was present. Nihon kohden technical support (nk ts) suggested the issue maybe interference in the reported room. Nk ts reached out to clinical (cits) for assistance. Cits, nk ts, an onsite technician, the bme, and the facility's staff performed troubleshooting steps and identified a low signal strength issue within the wlan system. A series of device and system settings changes increased the ability of the devices to better locate and connect to a closer antenna when moving throughout the facility. A code update in the facility along with the settings changes that were implemented resolved issue. The root cause is determined to be the facility's network environment. Review of the serial number history showed two (2) recurrences of the reported issue. (Ticket 98358): the root cause was the network cable; and (ticket (B)(4)): the root cause was the facility's network settings.

Manufacturer narrative:
Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns, the telemetry transmitter model gz-130pa but no serial number information was provided. Telemetry transmitters model: gz-130pa. Sn: not provided.

Event description:
The biomedical engineer (bme) reported that there was intermittent communication loss on the central nurse's station (cns) monitoring telemetry transmitters. The telemetry transmitters work and only show communication loss in certain areas. These transmitters associate with the server and from the server are able to be registered on the cns. These symptoms points towards an infrastructure problem. No patient harm reported.